Event description:
The reporter indicated a +22.5 diopter cc4204a collamer aspheric single piece lens was being inserted and the surgeon felt resistance. Upon insertion into the patient's eye, the surgeon noted the lens was torn. The lens was cut to remove with no patient injury. The reporter indicated the cause of the lens damage may have been due to the sfc-25 fp cartridge.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): cartridge lot number search. Results - (other): a cartridge lot number search was performed and no similar complaints were found within the lot number. Visual inspection of the returned product found the tip of the cartridge damaged. The foam tip plunger was returned with no visible damage. There was evidence of clear surgical residue. The lens optic and both haptics were torn into pieces. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).